Event description:
The customer reported the system will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken pin. No report on system repair status. (B) (4).